Event description:
It was reported that the patient presented to the emergency department with diaphragmatic stimulation. A device check revealed the left ventricular (lv) lead experienced a high threshold levels. It was also noted that the right atrial (ra) lead experienced intermittent atrial undersensing. The patient was admitted to the hospital. Attempts to obtain additional information were unsuccessful. The left ventricular (lv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.